Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular lead noise was observed during follow up in clinic. The lead was explanted and replaced. The patient's condition was good before, during and after the procedure.